Event description:
The pt had surgery to reposition her flipped implantable neurostimulator (ins) (see manufacturer's report number 3004209178200804052). Five days later, the pt was having a lack of effect and was unable to recharge or program the ins. The ins was confirmed to be flipped again. Further discussion and eval with the patient/doctor was planned; further surgical procedure were "on hold".